Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly (fluid ingress keypad trace due to no power). Replaced broken l2 on motor control board and broken ail sensor (right side). Replaced damaged bottom rear case and corroded right/ left iui's. A review of the device history record showed the device had a manufacture date of 26jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly (fluid ingress keypad trace due to no power). Replaced broken l2 on motor control board and broken ail sensor (right side). Replaced damaged bottom rear case and corroded right/ left iui's. A review of the device history record showed the device had a manufacture date of 26jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged door assembly - keypad fluid ingress/ contamination. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.